Manufacturer narrative:
Device evaluation: creases flat, opening curved on posterior and opening crack leak test and microscopic analysis was performed which identified: sharp opening on posterior and opening crack. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Additionally it was reported that during explant surgery which occurred the doctor confirmed that the right side was deflated as well. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii, deflation¿.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Additionally it was reported that during explant surgery which occurred the doctor confirmed that the right side was deflated as well. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.3.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Additionally it was reported that during explant surgery which occurred the doctor confirmed that the right side was deflated as well. Device has been explanted.